Event description:
The patient reported that during the time they were in the hospital for the replacement surgery, they caught a couple of viruses and were stuck there. It was stated they were being discharged that afternoon on the day of the report. The patient was implanted for movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.